Manufacturer narrative:
Concomitant medical products and therapy dates: model: 3186, scs lead, therapy date: unknown; model: 3660, scs ipg, therapy date: unknown.

Event description:
Device 2 of 3: reference MFR. Report#: 1627487-2019-02931, reference MFR. Report#: 3006705815-2019-00806. It was reported the patient had been receiving inadequate pain relief. In turn, the patent's scs system was explanted.